Event description:
International customer reported that the drain broke one day after surgery while the surgeon was attempting to remove the device. The pt was returned to surgery for removal of the retained fragment. The surgeon opines that the event was related to suturing the device in place during the initial procedure.

Manufacturer narrative:
Date sent to FDA: 5/16/2008. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 46970isp, mfg: 11/16/2007, exp: 12/31/2012. Lot: 47064isp, mfg: 12/5/2007, exp: 12/31/2012. Lot: 47180isp, mfg: 11/16/2007 exp: 12/31/2012. Conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and/or fragment retention in the wound."